Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204/can connection status, ¿check therapy pad¿ messages) was confirmed due to multiple wires being cut and exposed on the trunk cable, causing the communication errors. The root cause of the physical damage to the cut wires on the trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable), can connection status, and "check therapy pad" messages.